Event description:
It was reported that, "chip on targeter was found during case when targeting."

Manufacturer narrative:
Additional info has been requested and if received will be submitted on a supplemental report.